Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that handpiece was not tuned and error message stating loose phacoemulsification tip, tune failed displayed before cataract with intraocular lens implantation surgery. The surgery was completed by replacing the handpiece with another one. There was no patient impact. This report pertains to phacoemulsification tip.